Event description:
It was reported that inappropriate atp due to oversensing was observed. Patient was asymptomatic. Programming and medication changes were made. Device will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.